Event description:
The customer reported to the manufacture's field service engineer (fse) that the unit failed with an error code message of power failure. The customer reported there was no patient involvement.